Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37746, serial# (B)(4), product type: programmer, patient. The patient programmer (serial # (B)(4)) was returned and analysis found the digital board to be corroded and the device was scrapped. (B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for phantom limb pain. It was reported there was poor communication on the patient programmer (pp). The patient was able to communicate with the implantable neurostimulator recharger (insr). The pp antenna was confirmed to be secure and the patient attempted to sync with the implantable neurostimulator (ins), but the issue did not resolve. The antenna was unplugged and the pp was placed directly over the ins on the skin and the patient attempted to sync, but the issue did not resolve. The patient noted that it was hard to think when he was in pain. The patient noted that his baseline pain returned immediately the night prior to this report when the patient could not use the pp to adjust his settings. The patient noted his stimulation was on low. This was noted to be a sudden change in therapy/symptoms. The patient noted the pp quit working with the antenna in (B)(6) 2016, so he started using the pp without the antenna. Then the pp was not connecting with or without the antenna since last night, (B)(6) 2016. The patient's stimulation was on low and his baseline symptoms returned when he could not use the pp to adjust his stimulation up. The pp would not interrogate.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.